Event description:
The physician used a cook endoscopy quicksilver bipolar coagulation probe during an endoscopic procedure. During use, the tip of the probe detached into the gastrointestinal tract and was left to pass naturally. Several attempts were made in an attempt to collect additional information regarding patient impact. We are uncertain if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described, because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Tip breakage of the probe can occur if the tip comes into contact with a hard surface. Breakage of the bipolar tip can also occur if the distal end of the endoscope is deflected more than 15 degrees. The instructions for use for this product line caution the user that using the device in this position can cause damage to the tip. Information regarding endoscope deflection was requested, but unable to be provided by the user facility. Prior to distribution, all bipolar coagulation probes are subjected to a visual and functional test to ensure device integrity. Corrective action: no corrective action warranted at this time because this report was unable to be verified. Customer quality assurance will continue to monitor for complaint trends.